Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mitral regurgitation (mr) with a grade of 4+ and a pervious cardiac surgery. It was noted that imaging was difficult. An xt clip was inserted into the valve. However, the clip became caught on the posterior ring. Troubleshooting was performed and the clip was unable to be remove. The clip no longer opened or closed; the arm positioner would no longer move in the open or close direction. The physician decided to deploy the clip. Mr remained at a grade of 4+. The physician then decided to implant a non-abbott device. There was no clinically significant delay in the procedure.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mitral regurgitation (mr) with a grade of 4+ and a pervious cardiac surgery. It was noted that imaging was difficult. An xt clip was inserted into the valve. However, the clip became caught on the posterior ring. Troubleshooting was performed and the clip was unable to be remove. The clip no longer opened or closed, the arm positioner would no longer move in the open or close direction. The physician decided to deploy the clip. Mr remained at a grade of 4+. The physician then decided to implant a non-abbott device. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported clip actuation issues, entrapment of device, break, or poor imaging. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported entrapment of device appears to be related to procedural conditions (caught on posterior ring during positioning). A cause for the reported difficult clip actuation could not be conclusively determined. The reported mandrel break was not confirmed. It is possible that the mandrel broke due to the troubleshooting performed. However, this cannot be confirmed. The reported poor imaging is related to patient condition (posterior ring), per case details. The reported mitral regurgitation and foreign body in patient are cascading events of the entrapment of the device. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.